Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guidewire tip detachment occurred and remained inside the patient's body. The target lesion was located in the common hepatic artery. A renegade¿ hi-flo¿ kit was selected for use. During the procedure, the physician used the device according to the instruction manual. At the end of the procedure, it was noted that the guidewire's distal region was broken and the physician withdrew the product immediately. Furthermore, it was noted that about 5 cm to 6 cm in length of the broken distal region was missing. Then, the physician tried to retrieve the broken part with a capture device; however, he failed. The broken part remained in between the celiac axis and the common hepatic artery. The procedure was completed with this device. No further patient complications were reported and patient's status was stable.